Event description:
A peritoneal dialysis pt, was setting up for treatment, and while he was priming he noticed fluid leaking from the cycler. There is no report of pt ill effect. The sample is available for evaluation.

Manufacturer narrative:
The manufacturing facility received the actual sample for evaluation: sample analysis: a visual inspection was performed on the returned sample and no damages or pinholes on the cassette film were found. A functional test was then performed by introducing colorant solution and no leaks were found. Conclusion: the complaint is deemed as unconfirmed; the cassette did not leak.